Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-18965, related manufacturer reference number: 2017865-2020-18966. It was reported that the patient had an unspecified infection. The physician did not allege that the infection was related to the devices, but it is unknown if it was related to the device-procedure. An ultrasound found possible vegetation. The patient's pacemaker system was removed. The patient was stable.